Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin pump error alarms noted during test. Moisture damage was found on the force sensor during visual inspection. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm. Problem isolated to the electronic assembly as per global logic analysis. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. Customer stated they were able to successfully clear the alarm and able to complete rewind insulin pump. Customer stated that insulin pump did passed displacement test and self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.